Event description:
Pt found lodged between air therapy mattress & siderails on left side of bed. Pt removed & positioned. No signs of life evident. Bruising noted to left neck midline to left side. Approximate 1 inch x 1 1/2 - 2 inch long. Preliminary cause of death: cervical vascular compression.